Event description:
The nurse reported seeing rust on the trocar cannula. The rusty trocar cannula was noticed mid-case, and the surgeon switched out the trocar cannula and completed the case as planned. The surgeon stated the patient was examined one week post-op and no problems were noted. No patient injury was reported.

Manufacturer narrative:
Three unopened trays (containing 3 trocars each) were returned for evaluation. A visual inspection was performed and all 9 trocars were found to be conforming. There is also a photograph of 2 trocars that was reviewed. We are unable to determine from the photograph if rust is present because of the magnification used. However, there was a brown color in the photograph that could be oxidation / rust. A post marketing action was initiated and reported to FDA (B) (4) office, who assigned recall (B) (4). Additionally, an internal corrective/preventive action was opened to further investigate the root cause and identify any additional activities that may be required. (B) (4)